Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 1996, product type lead; product ID 7496-51, serial # (B)(4), implanted: (B)(6) 1996, product type extension. (B)(4).

Event description:
The consumer reported that she has been experiencing some really weird stuff with her stimulator that she has never experienced. The patient reported that if she hits the elbow just right it sends a ¿little weird thing¿ and it hurts because she has nerve damage in that arm which is why she had the pain stimulator implanted. The patient stated that the problem she was experiencing now was that she doesn¿t even have to be doing anything and her arm will ¿literally take off and jerk and go flying back.¿ the patient reported that she has not had anything like this happen previously and when the jerking happens it causes extreme pain. The patient puts her elbow on a pillow which is still not comfortable and winter was a horrible time because any kind of pressure or anything touching it causes its own little problems. The change in therapy or symptoms was considered sudden. Additional information received from the consumer via the manufacturer representative (rep) reported that the patient had been experiencing a jerking in her arm. She had a peripheral stimulator for her ulnar nerve and was able to isolate that it did not happen when stimulation was off. The patient never turned off her stimulation otherwise. The cause of the event was unknown, it had occurred during normal use. The patient was encouraged to make an appointment with the healthcare professional. It was noted that the issue was not resolved. Later, the rep reported he checked the patient¿s impedances and the 0 contact was bad, but was not being used. They changed the programming and rate and it still jerked some. The rep told the patient to try it and see if it would hopefully do less. The indication for use was ischemic peripheral pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that they had good relief until recently when turning it on would make her arm twitch. Reprogramming to different electrode configurations was done without success. It was noted that the only factor that may have led to the issue was that the lead had been in place for 20 years. The patient was attempting to find a surgeon to assess the patient's issue to see if the issue could be resolved. The issue was not resolved at the time of the report.